Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s caregiver reported hyperglycemia with a highest blood glucose (bg) of 300 mg/dl following recent target adjustments made by the endocrinologist. The ilet continued corrective insulin delivery, and bg values returned to range at the time of the call. No symptoms were reported, and no medical intervention was required.